Event description:
It was reported that the patient experienced shortness of breath and chest pain. It was also noted that appropriate sensing could not be confirmed on the  leadless implantable pulse generator (ipg). The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.